Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and systemic inflammatory response syndrome ("infection describe: systemic inflammatory response syndrome,") in a 25 year-old female patient who had essure inserted (lot no. 893009) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("essure inserted in (B)(6) of 2012 and hsg test performaed in 2015"). The patient had a medical history of depression. Concurrent conditions were listed as metrorrhagia, urinary tract infection and anemia. The only concomitant product mentioned was naproxen from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 55 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("severe abdominal cramping /") and back pain ("severe back pain"). On (B)(6) 2012 she experienced migraine ("migraines"), rash ("skin rashes /daily skin rash"), alopecia ("hair loss"), depression ("depression"), headache ("headache") and urticaria ("hives") and was found to have weight increased ("weight fluctuations- weight gain"). On (B)(6) 2014 she experienced systemic inflammatory response syndrome (seriousness criterion medically important). An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), dysmenorrhoea ("severe, abnormal menstrual pain"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), blister ("blisters"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). The patient was treated with metronidazole, midol [caffeine,mepyramine maleate,paracetamol] and excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide] as well as surgery (removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, rash, blister, alopecia, vaginal infection, depression, weight increased and urticaria had not resolved. The outcomes for systemic inflammatory response syndrome, vaginal haemorrhage, heavy menstrual bleeding and headache were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blister, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, rash, systemic inflammatory response syndrome, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: both side 3 - 5 coils visible. Date(s) of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kg. [Hysterosalpingogram] on (B)(6) 2015: results: total bilateral occlusion patient's current weight was 180 lbs. Lot number:893009 manufacture date:(B)(6) 2011 expiration date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and systemic inflammatory response syndrome ("infection describe: systemic inflammatory response syndrome,") in a 25 year-old female patient who had essure inserted (lot no. 893009) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("essure inserted in (B)(6) 2012 and hsg test performed in 2015"). The patient had a medical history of depression. Concurrent conditions were listed as metrorrhagia, urinary tract infection and anemia. The only concomitant product mentioned was naproxen from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 55 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("severe abdominal cramping /") and back pain ("severe back pain"). On (B)(6) 2012 she experienced migraine ("migraines"), rash ("skin rashes /daily skin rash"), alopecia ("hair loss"), depression ("depression"), headache ("headache") and urticaria ("hives") and was found to have weight increased ("weight fluctuations- weight gain"). On (B)(6) 2014 she experienced systemic inflammatory response syndrome (seriousness criterion medically important). An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), dysmenorrhoea ("severe, abnormal menstrual pain"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), blister ("blisters"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). The patient was treated with metronidazole, midol [caffeine,mepyramine maleate,paracetamol] and excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide] as well as surgery (removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, rash, blister, alopecia, vaginal infection, depression, weight increased and urticaria had not resolved. The outcomes for systemic inflammatory response syndrome, vaginal haemorrhage, heavy menstrual bleeding and headache were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blister, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, rash, systemic inflammatory response syndrome, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: both side 3 - 5 coils visible. Date(s) of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kg. [Hysterosalpingogram] on (B)(6) 2015: results: total bilateral occlusion. Patient's current weight was 180 lbs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, product stop date, removal details action taken with drug, reporter causality comment added. Event: pelvic pain marked as serious incident and annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.